Event description:
Pt reported implantable cardiac defibrillator shocks x 2. Upon interrogation, it was noted the implantable cardiac defibrillator shocks were due to noise or artifact. Admitted for lead/generator malfunction.

Event description:
Add'l info rec'd from MFR 3/14/01: MFR's initial interrogation of the device found it to have a battery status of beginning of life (bol) with a voltage of 3.19 volts. Additionally, the ICD was put through a series of tests. These tests verify performance of the memory, pacing, defibrillation, sensing, and recording functions of the device. The device performed normally throughout all tests, sensed and delivered therapy appropriately and was found to be functioning within spec. The lead was surgically capped and remains implanted in the pt's body.